Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient communicator. It was reported that 'probably about 2-3 days, ' they have been having issues connecting to their pump. The patient stated that they had to charge their communicator twice a day to make it work. The patient mentioned that they bolus four times per day and the orange light has come up after their second bolus. The patient said, ¿the communicator has just a flashing light and it has a hard time finding the pump, so I have to charge it.' They believe there was a communicator charging issue because when it did not connect and they charge it, once the communicator indicator light shows green, they unplug the communicator and connect right away. The patient stated that to get the indicator light to turn from orange to green, it could take 'hours,' but it was confirmed that their outlet was active. The agent inquired about codes/messages seen when trying to connect, and they had seen a message that says 'it¿s not finding the pump and it has retried or cancel to they had to hit retry several times, and there's other times they have to move the communicator around my back to see if they can connect. There's also another message they seen, in an orange box, but they did not know what the words were in that box.' While on the call, patient mentioned they have a bad back and are disabled, so they were not able to be over where they charge the communicator at the counter in the kitchen and had to bend over to get to the plug, so they stand up when they were doing the boluses. The patient confirmed that they only use equipment when it was charged and unplugged from cords. The patient also mentioned that when they finally connect, it took a minute and it finally got to 90 percent, but 'it took forever for it to go' to finish connecting through. The patient stated that from 10 percent to 70 percent, those percentages connect by fast. The agent assisted the patient in connecting to the pump and the patient was able to request/receive a bolus successfully. The patient read an expected 5 hours and 59-minute lockout after bolusing. The agent assisted patient in resetting bluetooth and location, along with resetting the communicator and restarting the handset. Agent reviewed closing ¿myptm¿ app. The patient will monitor and call back for assistance as needed. Additional information was received from the patient in response to follow-up communication that was sent. The patient reported that the communicator was not communicating to their handset, they were getting a message in red with like a little warning sign saying it was not communicating so that was the problem, it was not communicating from one to the other, which was the problem that was determined. Patient services told them to press buttons so they did that and we reset it and restarted it (on the call) and that fixed it.